Event description:
It was reported the rigid endoscope telescope was broken and had water inside of it. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the reported issue is most likely due to the issues below: 1. Outer tube is bent due to leverage forces exerted on the device. 2. The error pattern detected indicates a cause due to excessive force applied to the distal end of the device as a result of an impact or a fall. 3. The lens in the optical system is broken due to the bent outer tube. 4. The reported leakage error may have been caused by damage to the distal end of the optics during the impact or fall. Olympus will continue to monitor field performance for this device.